Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery with multiple cartridges. Customer¿s blood glucose was 130 mg/dl. Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery.